Manufacturer narrative:
The low results occurred when the number of tests remaining in the cartridge was below 25-50. Qc ran at that time was out of range low. Environmental caps were sent to the customer. Service was not dispatched for this event. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. The customer replaced the tp cartridge, ran qc and re-tested samples with low tp results. The repeated results were higher and were confirmed on a different analyzer. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.